Event description:
An event involving a cadd administration set reported that tubing was broke off during patient use, which would have resulted in leak. Such leaks could expose clinician or patient to medication. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. D4: only di provided as lot number is unknown.